Manufacturer narrative:
An evaluation of the retain sample was performed. The injector was actuated twice and both stents were deployed. No foreign particulates were observed during stent deployment, and no foreign particulates were found on the insertion tube or splayed trocar. An evaluation of the returned device was completed. An x-ray evaluation revealed that the cam assembly had been activated twice and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. A white foreign particulate was found taped to the injector¿s trigger button. Furthermore, the device was disassembled and visually inspected. No other non-conformances related to the reported event were found. The particulate was further examined for material analysis along with a singulator holder from a separate injector as a reference against the observed particulate. The white particulate was identified as a liquid crystal polymer (lcp) used to manufacture the singulator holder. A review of the manufacturing process suggests the white particulate had likely originated from the singulator holder fabrication process. This event is being further investigated; and the rate of the issue reported to glaukos is considered low and acceptable. The clinical benefits of using the device continue to outweigh the potential risks associated with this hazard. Based on these findings, the white foreign particulate was identified as liquid crystal polymer (lcp). The root cause was likely due to a defect in the singulator holder fabrication process. Glaukos will continue to investigate and monitor complaints of this nature. MFR# reference: (B)(4).

Manufacturer narrative:
The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review (including sterilization records) of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a right eye (od) trabecular microbypass stent system procedure, "a speck of white foreign body came out semi-attached to the stent" after deployment of the second stent. Per report, the surgeon was able to remove the particulate from the eye intraoperatively. There was no report of patient injury, and the procedure was completed successfully with two (2) stents implanted. Through follow-up, the surgeon reported that there was no adverse impact to the patient, and the patient was doing good with the event reported as "resolved".